Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 implantable pacing lead, (B)(6) 2011; 1888tc competitor implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was admitted to the intensive care department for syncope. The next day telemetry indicated periods of asystole and no capture, and a chest x-ray indicated minor slack in the rv (right ventricular) lead with no indication of twiddling. Impedances, thresholds, and sensing were stable. Telemetry also indicated ventricular paced pulses with no visible p-waves at the time. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.